Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that when initializing the cycle, the automatic filling failure alarm was triggered. The iabp was placed in service mode and found that it showed error 65 where the manual requests to replace the manifold assembly due to a probable failure in the solenoids. The fse replaced the part but the problem persisted. The fse then replaced the solenoid plate, also without success. The complete reservoir and bimba assembly was also replaced and the problem persisted. After further testing in service mode it was found that the catheter assembly was not inflating correctly, therefore the vacuum/pressure motor was removed and found that there was a torn piece of the diaphragm. The complete assembly of the 5000 hours kit was exchanged motor and general internal cleaning, the pump motor and all previous parts were replaced and functional tests were carried out and there were no more abnormalities in its functioning. All adjustments were made and the equipment was released for use after changing the safety disk which was expired by period. The equipment was cycling for around 2 hours and showed no further defects. The unit was then released for use.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit displayed autofill failure and fault 65 .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit displayed autofill failure and fault 65. There was no patient involvement reported.